Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 (mg/dl). Customer administered insulin injections and a bolus to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider (hcp) to discuss diabetes management. Customer indicated that they will revert to insulin injections for diabetes management until they can speak with their hcp.